Manufacturer narrative:
(B)(4). It was reported to philips that the ac power module failed and that the ac inlet was pulled out. The ac power module was replaced which resolved the failure. As of (B)(6) 2011 there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.

Event description:
It was reported to philips that the ac power module failed and that the ac inlet was pulled out.